Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the e-200 generator. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy with lymphadenectomy surgical procedure, the e-200 generator was experiencing errors 25920 and 25913. The caller, who was not present during the surgery, received information from the team present. The operating room team attempted to resolve the issue by trying different cautery cables and rebooting the e-200 and the entire system, but these efforts did not resolve the problem. The issue affected both monopolar and bipolar energy. After troubleshooting, the team decided to convert the procedure to another da vinci system, sl1363, resulting in an estimated delay of up to 30 minutes. The technical service engineer (tse) reviewed the logs and confirmed the presence of errors 25920 and 25913 on the e-200. The tse confirmed that shutting down the system is the main action to address error 25913 and inquired if the e-200 power cable was properly connected, which the caller confirmed. The tse then dispatched an fse for e-200 replacement. The procedure was converted to another da vinci system with no report of patient harm, adverse outcome or injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the procedure was performed with the robot. No further access ports have been placed. The procedure delay did not occur during a critical point in the case.